Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within a day of implant, the right ventricular (rv) lead exhibited a spike in pacing impedances, and there was evidence of non-physiologic noise and an increased sensing integrity counter (sic). The physician reopened the pocket, and noticed that the cardiac resynchronization therapy defibrillator (crt-d) setscrew was loose, resulting in the rv lead pin retracting a slight distance. The lead was tested, and was determined to be operating within normal limits, so the lead was reseated and the setscrew reengaged. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h2. Eval code method (fdm/annex b), eval code result (fdr/annex c), eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.